Event description:
Report 1 of 3 it was reported while using bd vacutainer® serum, the cap of an unspecified number of tubes was not on properly and stopped drawing after 1 cc. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 20 retained samples underwent a functional test for low or no draw, and all tubes were within specification. Additionally, 29 retained samples underwent functional tests for stopper function defects, with no samples showing stopper creepout or pop off in the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3 it was reported while using bd vacutainer® serum, the cap of an unspecified number of tubes was not on properly and stopped drawing after 1 cc. No adverse impact was reported regarding the patient or user.